Event description:
Received additional information. The patient¿s primary cause of death was due to a myocardial infarction due to coronary artery disease.

Event description:
A endurant stent graft system was implanted for the endovascular treatment of a 53 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 33 mm, proximal diameter of non-aneurysm aortic neck was 24 mm, distal diameter of non-aneurysmal aortic neck was 26 mm, distal diameter of non-aneurysmal aortic neck of the left iliac artery was 15 mm, distal diameter of non-aneurysmal aortic neck of the right iliac artery was 16 mm, diameter of access vessels in the right femoral artery was 9 mm, diameter of access vessels in the left femoral artery was 9 mm, length of the non-aneurysmal aortic neck was 33 mm, and length of aneurysm to aortic bifurcation was 83 mm. The right iliac artery was moderately tortuous and the left iliac artery was severely tortuous. The right and left iliac stenosis was 15 percent. Per patient¿s family, possible cause of death was mi. The investigator reported that the patient died of other cardiac complications.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: (unknown cause of death).

Manufacturer narrative:
Results: disease progression; coronary artery disease. Conclusion: disease progression; coronary artery disease.

Event description:
Additional information was received. The investigator assessed the death as not device or procedure related.